Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server an issue occurred with sodium chloride 0.45% with heparin 250 unit IV solution bags, where restock labels for a quantity of 3 bags were printed despite sufficient inventory in the refrigerator, appearing to be stuck in a loop. Additionally, for sodium acetate 77 meq/l with heparin 250 unit IV solution bags, no restock or stockout labels were printed when the quantity fell below the minimum par level. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.